Event description:
According to the distributor report, dermabond topical skin adhesive was used to close an incision during bunyon surgery. It was reported that on the 3rd day postoperative, the pt had bleeding through the dressing; the dressing was removed. The wound had dehisced. Surgeon sutured the incision.